Event description:
It was reported that pump time was incorrect and caller needed assistance updating time and settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with updating pump time, advised caller to monitor pump and follow up if time discrepancy recurred, and caller understood and acknowledged instructions.